Manufacturer narrative:
No button response due to corroded keypad traces. The insulin pump was unable to verify battery out limit or check settings alarm due to button/keypad anomaly. No unexpected numbers ramping/scrolling on their own noted. No moisture damage found inside the insulin pump. The insulin pump received with cracked case at display window corners and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a battery out limit alarm on the insulin pump. It was also found the buttons were unresponsive to clear the alarm. It was also reported the numbers were ramping up and scrolling without input from the user. Customer's blood glucose was 250 mg/dl. The customer also reported submerging the insulin pump into water for 10 minutes. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.